Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found with the head snapped at the base of the rod. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 1.58" from the distal tip. A piece measuring proximately 0.175¿ x 0.165¿ was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additional observation related to the customer reported complaint: the instrument was found to have a detached fragment. The fragment measured approximately 0.175" x 0.165" and was not returned with the instrument. The fragment originated form the broken main tube. The event caused wholly or partially by the user of the device to include sample handling. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.